Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain at the implant site. The patient also reported feeling "tired all the time and bowels are leaking" since implant. The pacemaker site "is swollen" and is "hot" intermittently with pain in neck and left shoulder. The patient reported being in a car accident recently as well. The pacemaker remains implanted. No further patient complications were reported as a result of this event.